Event description:
The customer reported that the pt was found unresponsive and disconnected from the monitor. They reported that the central monitor never alarmed. The bedside monitor heart rate source was changed from ECG to pulse source. This had effectively disabled all arrhythmia and ECG alarms. This coupled with a "leads off" situation precluded any ECG arrhythmia alarms as long as a pulse remained.